Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device passed the displacement test, prime test and excessive no delivery test. The unit was received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 144 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer stated he did not drop, exposed it to moisture, or hold the button longer then three minutes. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.